Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; no lot # was provided, so a manufacturing record review could not be performed. The returned blockers were inspected and found to have no damaged hex heads. The cause is not determined and multifactorial.

Event description:
It was reported that; the screw of the small connector was broken during medical procedure. Large product was used instead of it and the procedure was completed.

Event description:
It was reported that; the screw of the small connector was broken during medical procedure. Large product was used instead of it and the procedure was completed.